Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device is being referenced in this MDR report - lot fm061695/fm066329, mitch device mac-9988-5056/mmh-9988-0450.

Event description:
The surgeon performed an exeter mitch revision and that the patient had raised cobalt and chromium levels. The device was originally implanted into the right hip in 2007.

Event description:
The surgeon performed an exeter mitch revision and that the patient had raised cobalt and chromium levels. The device was originally implanted into the right hip in 2007.

Manufacturer narrative:
Reported event an event regarding abnormal ion level involving an exeter stem was reported. The event was not confirmed. Method & results - product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 13 january 2022. This inspection indicated a stem based alloy and trunnion residue visible on the returned device. A material analysis has been performed. The report concluded: a small ridge of material consistent with mechanically assisted corrosion products from an alloy and human tissue interaction was found on the stem¿s trunnion. No indications of cobalt were seen in the stem alloy. Another implanted device, (the head, for instance), may have been a source of elevated cobalt seen in patient¿s lab results. The returned device eds spectrum is consistent with the material call-out on the drawing. No manufactured defects were seen. - clinician review: no medical records were received for review with a clinical consultant. - product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the lot referenced. Conclusions: revision was performed due to raised cobalt and chromium levels. Visual inspection was performed as part of the material analysis report (mar), dated 13 january 2022. This inspection indicated a stem based alloy and trunnion residue visible on the returned device. A material analysis has been performed. The report concluded: a small ridge of material consistent with mechanically assisted corrosion products from an alloy and human tissue interaction was found on the stem¿s trunnion. No indications of cobalt were seen in the stem alloy. Another implanted device, (the head, for instance), may have been a source of elevated cobalt seen in patient¿s lab results. The returned device eds spectrum is consistent with the material call-out on the drawing. No manufactured defects were seen. The event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.